Manufacturer narrative:
Other, other text: b5: additional information received via email on 20-sep-2021 and attached to complaint: no patient injury. Issue happened during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was not duplicated, could not repeat customer stated problem during testing. The dso was replaced as a preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: cassette not attached properly' and high alarm silenced: cassette not attached properly" were recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the downstream occlusion (dso) as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion and won't calibrate. No adverse effects were reported.